Event description:
A health care provider reported via a manufacturing representative that they were concerned the implantable neurostimulator (ins) battery depleted prematurely. The ins reached elective replacement indicator (eri) after two years and four months. The patient experienced no adverse events. Relevant medical history included parkinson¿s disease. No diagnostic or troubleshooting procedures were required. The ins was replaced and the issue was resolved.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with ¿okay¿ telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Upon further review, device code has been replaced.